Event description:
Related manufacturer reference number: 2017865-2022-48081. It was reported that a patient presented for a pacemaker implant procedure to treat complete atrioventricular block. During the procedure, it was noted that there was undersensing of premature ventricular contractions (pvcs) and a subsequent episode of torsade de pointes that resulted from inappropriate ventricular pacing once the right ventricular lead was connected to the pacemaker header. Defibrillation was used to terminate the ventricular tachycardia. Once the torque wrench was tightened, the undersensing and torsade de pointes disappeared and the procedure concluded without further incidence. There were no patient consequences.